Event description:
Same case as 2134265-2014-02162 and 2134265-2014-02163. It was reported that an automatic pullback failure occurred. During an intravascular ultrasonography, the sled was deployed during the procedure but it failed to slide. The sled refused to move, it was jammed in place, therefore neither manual nor automatic pullback was possible and the device was disposed. No patient complications reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).